Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set steel needle bent event on 17-oct-2024. Patient replaced infusion sets and resumed insulin successfully. The blood glucose level was high 301 mg/dl. No further information available.